Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2800 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2800 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, hypertension, abdominal pain, swelling abdomen, cholelithiasis and pelvic pain (pelvic mass/pain). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2800 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.624 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2019: impression: 1. Large central abdominal mass likely arising from the left adnexa without frank invasion of the regional structures is concerning for ovarian malignancy. Several small right upper quadrant omental nodules and a borderline enlarged left inguinal lymph node are seen which could reflect reactive lymph nodes although metastatic disease is an additional consideration. Recommend gynecologic oncology consultation. 2. 3.6 cm cystic lesion associated with the right ovary may reflect a functional cyst although an additional focus of malignancy is not excluded. 3. Curvilinear metallic density seen in the right adnexa may reflect a tubal occlusion device, and correlation with clinical history is recommended. 4. 1 cm soft tissue nodule in the right breast, could reflect a previously biopsied fibroadenoma, however recommended clinical correlation and mammographic follow-up. [Pathology test] on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes and left ovary, hysterectomy, bilateral salpingectomy, and left oophorectomy: -left ovary: ovarian serous borderline tumor/atypical proliferative serous tumor (30.0 cm). -cervix: benign cervix with no significant histopathologic abnormality. -endometrium: benign mixed proliferative and secretory endometrium. -myometrium: uterine leiomyomata, submucosal and intramural, and focal adenomyosis. -bilateral fallopian tubes: benign bilateral fallopian tubes with no significant histopathologic abnormality. -see synoptic. 2. Umbilical hernia sac, excision: hernia sac with mild acute and chronic inflammatory cells. 3. Omentum, omentectomy: -benign omentum with no tumor or implant identified. -four benign lymph nodes (0/4). 4. Right ovary, oophorectomy: -benign ovary with physiologic changes. -no tumor identified. 5. Left pelvic lymph node, excision: two benign lymph nodes (0/2) total hysterectomy and bilateral salpingo-oophorectomy, omentectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 17-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.